Event description:
It was reported by svc report that the zoom drive was intermittent and the brakes were not holding. The customer could not determine whether there was pt involvement however no adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell weldment.